Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a surgery an ophthalmic tip was cut off inside the packaging. Surgery was completed and patient harm was not reported.

Manufacturer narrative:
One opened ophthalmic cannula, in a blister was received for the report of tip is cut off inside the packaging. The returned sample was visually inspected and was found to be nonconforming. Ophthalmic cannula, was torn. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo given by the customer was reviewed by the manufacturing site. Photos show label with reported lot number and cannula with torn soft tip. Reported issue was confirmed from photo. The returned non-conforming sample was received opened. How and when the soft tip of the cannula became torn/damaged cannot be determined from this evaluation, most likely was damaged during use. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).